Manufacturer narrative:
D2b: pro code (product code): fge, lit. G4: premarket / 510(k) #: k141521, k141597.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the iliac artery. A 6.0 x 60, 75cm mustang balloon catheter was advanced for dilation. During the procedure, the balloon ruptured upon second inflation. The procedure was completed with another of the same device. There were no patient complications as a result of this event.

Manufacturer narrative:
D2b: pro code (product code): fge, lit g4: premarket / 510(k) #: k141521, k141597 b5: describe event or problem: updated.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the iliac artery. A 6.0 x 60, 75cm mustang balloon catheter was advanced for dilation. During the procedure, the balloon ruptured upon second inflation. The procedure was completed with another of the same device. There were no patient complications as a result of this event. It was further reported that the 40% stenosed target lesion was located in the mild tortuous and moderately calcified vein. The balloon rupture at 10 atmospheres (atm), which is the nominal pressure for 30 seconds. The device was carefully removed after the event and the patient was fine.